Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle l mesh. Later the patient experienced lumbar / sacral diskitis, an inflammation of the vertebral disk space often related to infection, and osteomyletis (infection); where mesh attached during sacral colpopexy.